Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. During functional testing the device tested satisfactorily there was no observed damage to the oled, q12, r98, or 44-pin cable. It was reported that the display screen turned off unexpectedly and the power pack cannot hold a charge. The reported issues could not be confirmed. The most likely cause could not be established from the information available. Additional findings during investigation indicated that there were multiple one wire write errors, failed motor tests and memory fence errors. Analysis of the system logs noted an unreported battery communication error. The most likely cause for the additional condition was traced to device design. If a battery reading error was seen, the system sends a deny motor test command, which results in the display of a power handle error on the handle's screen. Another unreported condition was identified: analysis of the system logs showed evidence of a memory verification failure. The most likely cause could not be established from the information available. The signia power handle software creates a known memory pattern in the form of many large arrays at the time of device initialization. At any point during the device use when the device operating system is idling, the signia handle performs a series of self-tests. One of the tests is a memory fence test, during the memory fence test the device compares the memory pattern to the known memory pattern generated at initialization, if the patterns do not match a memory fence error occurs preventing further device utilization. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior a procedure, the lcd screen of the device became dark and the device failed to start. It was also stated that an error occurred even when the handle was inserted into the charger and charging could not be performed. There was no patient involvement. Medtronic's initial evaluation of the incident device found that there were multiple one wire write errors, failed motor tests and memory fence errors.